Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care, the crew received a ua47 error message on the autopulse platform system (sn (B)(4)). They shut off the autopulse platform system removed the li-ion battery and reinstalled it, this cleared the error message and the autopulse platform system continued with the compressions. When they arrived to the hospital the autopulse platform shut down and they received ua47 error message again. The customer rotated shaft to home to see if it was possibly to receive ua45 (not at "home" position after power-on/restart) error message, but the autopulse platform lcd screen displayed all zeros. No consequences or impact to patient .